Event description:
It was reported by the customer that a bd pyxis¿ medflex 2000 cubie was not popping up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was not launch and disconnect mode. A technical support specialist (tss) disabled drawer 11 and attempted the medication issue from drawer 13, which was successful. Staff were able to complete the med issue without further complications. The tss advised the staff to return the cubie located in position 11-07 to the pharmacy. The system functioned as intended after the technical support specialist repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 2000 cubie was not popping up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.